Event description:
Patient presented with a non union of subtrochanteric fracture status post trochanteric fixation nail implant, date unknown. It was reported that the nail was broken at the helical blade, nail junction and a screw implanted in the construct was also broken, date unknown. Subsequently, hardware was removed on (B)(6) 2013. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6).

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient was implanted with the original hardware in 2011 approximately two years prior to its removal. The explant procedure was accompanied by a total hip replacement and a local bone graft taken from the femoral head of the patient. He was postoperatively restricted to weight bearing as tolerable and a walker with total hip precautions. This is report 1 of 3 for complaint (B)(4).